Event description:
A user facility clinic manager (cm) reported during the day today and prior to the patient's disconnection, the extracorporeal circuit began to leak blood through the junction of the thick segment and the line for the heparin pump. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.